Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging a power issue with his onetouch verio flex meter in that it would not charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018 at 12 noon. The patient manages his diabetes using insulin (humalog & lantus; self-adjuster) and did not specify making any changes to his usual diabetes management routine in response to the reported issue. The patient reportedly developed symptoms of ¿nausea and dizziness¿ approximately 1 hour after the alleged issue began, and denied receiving any treatment in response to the reported event. The patient reportedly took an extra shot of insulin at 4:30pm due to not being able to test with the meter. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product and there was no misuse of the device. The csr explained that this meter is not rechargeable, and required the battery to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.